Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999, and faslata allograft was implanted; on (B)(6) 2003, mesh was implanted; and on (B)(6) 2008, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat mixed urinary incontinence, intrinsic urethral sphincter deficiency and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, excision of vaginal poly performed during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 due to eroded mesh. It was reported that patient underwent mesh revision on (B)(6) 2010 due to removal of foreign body from bladder. It was reported that patient underwent mesh revision on (B)(6) 2012 due to excision of stitch. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 a mesh was implanted. The patient experienced extrusion, urinary problems, organ perforation, recurrence and vaginal scarring. It was reported that patient underwent a mesh revision on (B)(6) 2008 and (B)(6) 2008 due to eroded mesh. The patient underwent a mesh revision on (B)(6) 2010 due to removal of foreign body from bladder. It was reported that patient underwent mesh revision on (B)(6) 2012 due to excision of stitch. No additional information was provided.